Event description:
During laparoscopic roux-en-y divided gastric bypass, the surgeon attempted to staple the bowels and the device stopped working. The surgeon had to manually open the stapler to remove. No harm to the patient. New endo gia 45 mm stapler was used.